Event description:
Puritan hydraflock sterile flocked collection devices (lot#7092; expires: 02/01/2023) has a break-point about 1 inch from the tip. This could lead to the swab breaking inside of a patient nasopharyngeal cavity upon collection of a viral sample for covid testing. No patients were harmed upon discovery of this mishap. The swab tip broke after removal from the patient, but the patient sample had to be recollected since the swab fell on the floor after collection. FDA safety report ID# (B)(4).